Manufacturer narrative:
Device manufacture date: 11/2008. The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The patient claimed that the keypad buttons required several presses to activate the desired pump functions. The keypad has not been exposed to moisture. The patient also reported the display screen being dull and a crack in the battery compartment; however, denied any power issues. There was no adverse event associated with this complaint. However, this complaint is being reported due to the unresolved reported issues. The pump was replaced.